Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they were leaking urine. The existing aus was no longer functioning as intended. The existing aus was explanted and replaced with a new one. A hole was discovered in the explanted cuff, indicating that fluid had loss occurred. No patient complications were reported during the replacement procedure, and the patient was reported to be doing well. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.